Event description:
Customer reported that there were four incidents (one pt had two reactions) of pt reactions with CT 190g dialyzers that had been preprocessed with glutaraldehyde. The reactions occurred from two minutes to 2 1/2 hours into treatment. These events occurred in 2002. The pts complained of feeling hot, clammy, and of having chills. All three became hypotensive and hyperthermic. The treatments were stopped, the pts were placed in trendelenberg position and 400-500cc of saline was administered. Two of the pts were subsequently treated with dry pack CT 190g dialyzers without further incident. The third pt was switched to the f80 dialyzer without incident. All the pts recovered without further incident. No other info is available.